Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip was advanced within the patient and successfully grasped the leaflets. The anterior gripper would not descend. Troubleshooting was preformed unsuccessfully. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported difficult single gripper actuation issue due to the gripper arm cover being pinched between the harness. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult single gripper actuation issue due to the gripper arm cover being pinched between the harness. However, a cause for the gripper arm cover being pinched between the harness could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip was advanced within the patient and successfully grasped the leaflets. The anterior gripper would not descend. Troubleshooting was preformed unsuccessfully. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.